Manufacturer narrative:
Product image review: the submitted images appear to display broken drill bit, with the fracture at the base of the weld. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis: the cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical examination of the fracture surface identified a quasi-brittle fracture with river lines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. The tip was not returned. Conclusion: direction of fracture propagation and internal shear lip suggest bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent magerl procedure due to atlantoaxial subluxation. Intra-op, when the cannulated drill bit was used to create pilot hole for the first screw, it broke at the tip. The instrument was broken after being attached to a power source. The device seemed to penetrate articular surface of c2 and reached to articular surface of c1. The wire had no particular abnormality.the broken tip was removed from the patient's body with pliers. No fragment of the implant remains inside the patient. There was a delay of less than 60 minutes as a result of this event. No patient complications were reported as a result of this event.